Event description:
According to the reporter, the catheter had been placed for 73 days and the patient had been using the central venous catheter (long-term catheter) for longer than expected for chronic kidney disease dialysis, and the lumen which meant the transparent silicone arterial external extension tube and luer external connector of the catheter was worn which meant it had obvious residual blood scab on the surface (indicated obvious signs of use), making it difficult to separate the latex head connected to the peripheral circulation line (difficulty in catheter separation). The separation process caused rupture, it was broken into two sections, and the red luer connector part remained at the connector of the extracorporeal circulation pipeline of the blood purification device, affecting the sealing of the catheter after hemodialysis and its continued use in the future. Nothing unusual observed on the device prior to use. Flushing done prior to use and the result had normal usage. Normal connection was the method utilized to tighten the adapters. Luer connector connected to the extracorporeal circulation tubing of competitor's brand blood purification device was the other product being utilized with the device. Tego was not utilized. Before hemodialysis, 0.2% chlorhexidine gluconate aqueous solution was used to disinfect the luer connector part. There was no occlusion. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects/damages found on the product. There was no leak. They took the way of disassembling and replacing the catheter port, so that the patient could successfully complete the current treatment and the patient was advised to be hospitalized the next day until (B)(6) 2024 for follow-up treatment. The catheter was not repaired by replacing only the port. They temporarily opened ncc (non-cuffed catheters which also called temporary central venous catheter) catheter for replacement. Surgery scheduled for the next day to replace the tcc (tunneled cuffed catheters) catheter. The catheter was removed from the patient. There was no blood loss. Blood transfusion was not required. Aside from hospitalization, no other medical intervention/treatment required to the patient due to the event. The patient's status after the event was good.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter had been placed for 73 days and the patient had been using the central venous catheter (long-term catheter) for longer than expected for chronic kidney disease dialysis, and the lumen which meant the transparent silicone arterial external extension tube and luer external connector of the catheter was worn which meant it had obvious residual blood scab on the surface (indicated obvious signs of use), making it difficult to separate the latex head connected to the peripheral circulation line (difficulty in catheter separation). The separation process caused rupture, it was broken into two sections, and the red luer connector part remained at the connector of the extracorporeal circulation pipeline of the blood purification device, affecting the sealing of the catheter after hemodialysis and its continued use in the future. Nothing unusual observed on the device prior to use. Flushing done prior to use and the result had normal usage. Normal connection was the method utilized to tighten the adapters. Luer connector connected to the extracorporeal circulation tubing of competitor's brand blood purification device was the other product being utilized with the device. Tego was not utilized. Before hemodialysis, 0.2% chlorhexidine gluconate aqueous solution was used to disinfect the luer connector part. There was no occlusion. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects/damages found on the product. Before the event discovered, the catheter was not repaired previously. There was no leak. They took the way of disassembling and replacing the catheter port, so that the patient could successfully complete the current treatment and the patient was advised to be hospitalized the next day until (B)(6) 2024 for follow-up treatment. The catheter was not repaired by replacing only the port. They temporarily opened ncc (non-cuffed catheters which also called temporary central venous catheter) catheter for replacement. Surgery scheduled for the next day to replace the tcc (tunneled cuffed catheters) catheter with the same product ID (identifier) and same lot. The catheter was removed from the patient. There was no blood loss. Blood transfusion was not required. Aside from hospitalization, no other medical intervention/treatment required to the patient due to the event. The patient's status after the event was good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter had been placed for 73 days and the patient had been using the central venous catheter (long-term catheter) for longer than expected for chronic kidney disease dialysis, and the lumen which meant the transparent silicone arterial external extension tube and luer external connector of the catheter was worn which meant it had obvious residual blood scab on the surface (indicated obvious signs of use), making it difficult to separate the latex head connected to the peripheral circulation line (difficulty in catheter separation). The separation process caused rupture, it was broken into two sections, and the red luer connector part remained at the connector of the extracorporeal circulation pipeline of the blood purification device, affecting the sealing of the catheter after hemodialysis and its continued use in the future. Nothing unusual observed on the device prior to use. Flushing done prior to use and the result had normal usage. Normal connection was the method utilized to tighten the adapters. Luer connector connected to the extracorporeal circulation tubing of competitor's brand blood purification device was the other product being utilized with the device. Tego was not utilized. Before hemodialysis, 0.2% chlorhexidine gluconate aqueous solution was used to disinfect the luer connector part. There was no occlusion. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects/damages found on the product. Before the event discovered, the catheter was not repaired previously. There was no leak. They took the way of disassembling and replacing the catheter port, so that the patient could successfully complete the current treatment and the patient was advised to be hospitalized the next day until (B)(6) 2024 for follow-up treatment. The catheter was not repaired by replacing only the port. They temporarily opened ncc (non-cuffed catheters which also called temporary central venous catheter) catheter for replacement. Surgery scheduled for the next day to replace the tcc (tunneled cuffed catheters) catheter. The catheter was removed from the patient. There was no blood loss. Blood transfusion was not required. Aside from hospitalization, no other medical intervention/treatment required to the patient due to the event. The patient's status after the event was good.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the catheter had been placed for 73 days and the patient had been using the central venous catheter (long-term catheter) for longer than expected for chronic kidney disease dialysis, and the lumen which meant the transparent silicone arterial external extension tube and luer external connector of the catheter was worn which meant it had obvious residual blood scab on the surface (indicated obvious signs of use), making it difficult to separate the latex head connected to the peripheral circulation line (difficulty in catheter separation). The separation process caused rupture, it was broken into two sections, and the red luer connector part remained at the connector of the extracorporeal circulation pipeline of the blood purification device, affecting the sealing of the catheter after hemodialysis and its continued use in the future. Nothing unusual observed on the device prior to use. Flushing done prior to use and the result had normal usage. Normal connection was the method utilized to tighten the adapters. Luer connector connected to the extracorporeal circulation tubing of competitor's brand blood purification device was the other product being utilized with the device. Tego was not utilized. Before hemodialysis, 0.2% chlorhexidine gluconate aqueous solution was used to disinfect the luer connector part. There was no occlusion. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects/damages found on the product. There was no leak. They took the way of disassembling and replacing the catheter port, so that the patient could successfully complete the current treatment and the patient was advised to be hospitalized the next day for follow-up treatment. The catheter was not repaired by replacing only the port. They temporarily opened ncc (non-cuffed catheters which also called temporary central venous catheter) catheter for replacement. Surgery scheduled for the next day to replace the tcc (tunneled cuffed catheters) catheter. The catheter was removed from the patient. There was no blood loss. Blood transfusion was not required. Aside from hospitalization, no other medical intervention/treatment required to the patient due to the event. The patient's status after the event was good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had been using the central venous catheter (long-term catheter) for longer than expected for chronic kidney disease dialysis, and the lumen which meant the transparent silicone arterial external extension tube and luer external connector of the catheter was worn which meant it had obvious residual blood scab, making it difficult to separate the latex head connected to the peripheral circulation line (difficulty in catheter separation). The separation process caused rupture, the red luer connector was damaged/ruptured in the connector of the blood tube, affecting the sealing of the catheter after hemodialysis and its continued use in the future. Nothing unusual observed on the device prior to use. Flushing done prior to use and the result had normal usage. Normal connection was the method utilized to tighten the adapters. Luer connector connected to the extracorporeal circulation tubing of competitor's brand blood purification device was the other products being utilized with the device. Tego was not utilized. 0.2% chlorhexidine gluconate aqueous solution was the cleaning agent typically utilized to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. No other defects/damages found on the product. There was no leak. They took the way of disassembling and replacing the catheter port, so that the patient could successfully complete the current treatment and the patient was advised to be hospitalized for follow-up treatment. The catheter was not repaired by replacing only the port. They temporarily opened catheter luer connector for replacement. Surgery scheduled for the next day to replace the tcc (tunneled cuffed catheters) catheter. The catheter was removed from the patient. There was no blood loss. Blood transfusion was not required. Aside from hospitalization, no other medical intervention/treatment required to the patient due to the event. The patient's status after the event was good.